Event description:
Caller reported a tandem mobi cartridge alarm, which did not cause an adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts confirmed the occurrence of cartridge alarm 30 and decided to replace the pump. The customer was advised to continue using the current pump for insulin delivery until the replacement arrives. Cts informed the caller that the new pump would come with updated software, and training would be available through their tandem source account. The caller was instructed on how to put the pump into storage mode before returning it to tandem, and they acknowledged all instructions. The replacement pump was sent with no signature required for delivery, and the customer was advised to return the problematic pump within 10 days using the provided return box and pre-paid label.